Event description:
Customer reported an unexpected negative reactions with capture-r ready-ID lot # id095. A patient sample tested 2+ positive on the 2_cell screen, but all cells on the ab_ID were negative.

Manufacturer narrative:
The product has expired prior to receiving the customer's complaint; therefore, no additional serological testing was performed. The presence of the e antigen on crrid, lot id095, was verified through lot release records. The customer did not return product or sample for investigation.